Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: h3, h6: product investigation: the product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device found that the crosslink anchor pg glenoid 48 exhibits signs of bearing wear at the entire surface, most likely caused by continuous friction with its mating implants for prolonged period of time after the disassociation event occurred. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A manufacturing record evaluation was performed for the finished device product description: crosslink anchor pg glenoid 48 product code: 113642026 lot number: j4089n and no non-conformances or manufacturing irregularities were identified. A functional test was unable to be performed due to the post-manufacturing damage. A dimensional inspection was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the crosslink anchor pg glenoid 48 would have contributed to the reported adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h6: photo investigation: the photo investigation revealed that the crosslink anchor pg glenoid 48 was covered with blood remnants and has signs of bearing wear. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A manufacturing record evaluation was performed for the finished device product description: crosslink anchor pg glenoid 48 product code: 113642026 lot number: j4089n and no non-conformances or manufacturing irregularities were identified. The overall complaint was confirmed as the observed condition of the crosslink anchor pg glenoid 48 would have contributed to the reported adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a global anatomic implanted on (B)(6) 2019. Post operatively the head dislodged from proximal body whilst patient was in bed. Global unite anatomic anchor peg glenoid, global unite head, and global unite anatomic proximal body removed. Replaced with delta x-tend reverse implants. Revision occurred (B)(6) 2025. Significant metallosis in patient was noticed and implants will be cleaned by the hospital to be sent for investigation.